Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill 1 of pd treatment . During pd treatment the patient called technical services (ts) for assistance in bypassing drain 0 and progressing to fill 1. Air detected in the cassette warnings were encountered during fill 1 and then the patient realized a clamp was not removed and a leak was noticed in the patient line. Ts advised patient to cancel treatment and reset up with new supplies, but at that point the patient then noticed the blue pin connector was missing the blue pin. The patient¿s companion then decided that they would call for medical assistance. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient declined to provide further information. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill 1 of pd treatment . During pd treatment the patient called technical services (ts) for assistance in bypassing drain 0 and progressing to fill 1. Air detected in the cassette warnings were encountered during fill 1 and then the patient realized a clamp was not removed and a leak was noticed in the patient line. Ts advised patient to cancel treatment and reset up with new supplies, but at that point the patient then noticed the blue pin connector was missing the blue pin. The patient¿s companion then decided that they would call for medical assistance. Upon follow up, the patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient declined to provide further information. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.